Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one t-pal spacer applicator inner shafts (part# 03.812.003, lot# 8800807) was returned with the proximal end of the inner shaft broken off. The applicator handle (part# 03.812.001, lot# 879749) and applicator knob (part# 03.812.004, lot# 881608) were also returned stuck together. The breakage of the inner shaft could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Replication of the complaint condition is not applicable. There is not enough information as to how the fracture occurred. No design issues were noted during the evaluation. The complaint is confirmed. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device malfunctioned. (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 03.812.001, 8797949, manufacturing location: (B)(4), manufacturing date: 30.jan.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three pieces of a t-pal inserter are broken. A ball from 03.812.003 which goes inside of 03.812.001 has broken off and a bottom piece from a locking mechanism from 03.812.004 has a ball that is broken. This was noticed upon routine inspection of instruments in sterile processing. No procedure or patient involvement. The t-pal applicator inner shaft (03.812.003) has a ball in it that has broken off into the applicator knob (03.812.004). This broken inner shaft goes into the applicator handle (03.812.001). Both the applicator knob and the applicator handle are not broken, however they cannot be detached due to the issue of broken ball in the inner shaft. This report is 1 of 3 for (B)(4).